Event description:
It was reported that the customer did not know how to bolus using his loaner insulin pump and had to call 911. He over bolused. His blood glucose level was 27 mg/dl when the paramedics arrived to his home on (B)(6) 2015. He was not hospitalized. The customer had a brain injury and was in the hospital for three weeks. When he came home he started using the insulin pump and ended up with a low blood glucose level. The customer was not receiving enough insulin. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.